Event description:
It was reported that the 9900 system had a charger failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries, charger board, and generator drive were replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.